Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the sick sinus syndrome patient developed a pocket infection. Redness was noted at the incision site with exudation. The system was explanted. The patient was stable and being monitored.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.